Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 corrected fields: d6a, d6b the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken and resolution was inadequate a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the broken charged coupled device resolution was inadequate leading to unclear image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that prior to the start of procedure the rigid scope was showing the picture but the image was unclear. The issue was found during set up. There were no reports of patient involvement.